Manufacturer narrative:
H4: the lot was manufactured between november 20, 2022 - november 21, 2022. H10: the device was received for evaluation. An unaided eye visual inspection was performed, and a tear was observed at the lower left side seam area. Functional testing was performed with tap water which identified a leak in the same area as the tear. A magnified visual inspection verified a tear/hole in the same area. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked from the side of the bag. This issue was identified before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital e1: initial reporter address:(B)(6). Should additional relevant information become available, a supplemental report will be submitted.